Manufacturer narrative:
(B)(4). A ventricular septal defect (vsd) is a defect in the ventricular septum, the wall dividing the left and right ventricles of the heart. The extent of the opening may vary from pin size to complete absence of the ventricular septum, creating one common ventricle. Intra-operative tee demonstrated a well-seated and functioning aortic valve. It was only removed to fully inspect the area of the suspected defect. The defect was successfully repaired and the valve was replaced with another valve of the same model and size. The patient tolerated the procedure satisfactorily. The root cause of this event cannot be conclusively determined with the available information. In this case, there has been no allegation that the edwards device caused or contributed to the small defect noted. There is also no allegation or evidence of a device malfunction. The subject device is not available for evaluation as it was discarded by the customer. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the 25mm pericardial aortic valve was explanted at implant due to a possible ventricular septal defect (vsd). Initially, the valve sat comfortably, was secured with cor-knot, and hemostasis was obtained. He weaned from bypass without inotropic support and had good contractility. The tee demonstrated a well-seated and functioning aortic valve. The chest was closed with steel wire and then it was noticed that pulmonary pressures were going up. A tee was done and it was unclear what was the issue. Inotropes were started and the cardiac index was dropping and there was concern about a vsd so the patient was re-heparinized and placed back on bypass. On manual inspection, there was no evidence of an obvious defect, but the valve needed to be removed to get a full evaluation. The valve was removed and there was a small defect over the noncoronary cusp and the surgeon could probe into the right atrium. The intraventricular septum was patch reinforced and the explanted device was replaced with a another 25mm edwards pericardial aortic valve. The valve was well-seated with no pvl and acceptable gradients. There was no vsd. An iabp was placed due to low cardiac index and inotropes were required. The patient tolerated this satisfactorily and the chest was closed. He was taken to CT to scan for possible pulmonary embolus due to persistent pulmonary htn.

Manufacturer narrative:
The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore the device history record (DHR) was not reviewed.